Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was making a loud clunking noise. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp and was found loud clunking noise, noted that the drive manifold was making a loud clunking noise. The d104-00-0031 drive manifold assembly was replaced and the fse indicated that the unit did not meet specs because it was due for maintenance. Fault & resolution codes indicated "sr solenoid related drive manifold / getinge does not recommend use" and referenced so (B)(4) for details associated with maintenance checks). The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.